Event description:
It was reported that the unit is presenting a speaker malfunction message and there is no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
The device was sent to philips bench for evaluation. The philips authorized repair facility technician (rft) performed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker - foxlink d speaker - 453665031201. The cause of the reported problem was a failed speaker. The reported problem was confirmed. The device was operational after repairs were completed and returned to the customer.